Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 generator. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. There are e100 recoverable error but not for the instrument. High impedance error is thrown when the user tries to seal/transect too much tissue between the jaws. A moderate amount of excessive bio-debris buildup was observed between the jaws. However, the buildup did not cause the instrument to fail the initialization, seal, or cut tests. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hiatal hernia; paraesophageal surgical procedure, the vessel sealer extend (vse) instrument would not seal adequately and the tip of the instrument appeared to be corroded. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.